Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-04728 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent system and a jagwire guidewire were used during a biliary stenting procedure in the bile duct of a (B) (6) male patient. During the attempted release of the stent, the guide catheter was retracted; however, the stent was unable to be deployed. The physician attempted to withdraw the guidewire, but the guidewire was stuck inside the catheter and the stent delivery system was stuck inside the scope. The devices and the scope were removed from the patient. The procedure was unable to be completed as the endoscope was sent for repairs. The patient was rescheduled for another procedure at a later date. The pt was reported to be in stable condition.